Event description:
The event is reported as: complaint alleges: "clip slipped off vessel and surgeon had to do an immediate hemostasis" during a breast surgery. Patient's condition listed as fine.

Manufacturer narrative:
No device sample available for investigation. A device history record (DHR) review did not show any issues related to this complaint. A visual inspection and a functional inspection of the product involved in the complaint could not be conducted since the product wa snot returned. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Manufacturer will continue to monitor and trend relating complaints.